Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm gave two error messages upon checking the s5 operation before initiating a procedure. The issue did not improve despite unplugging/plugging the power cord and attempt to restart the device. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: further testing and internal inspection were conducted during repair of the affected device. The stator, the spindle, the bearings, the flat washer, the groove ball bearing and accessories parts were replaced with new ones according to co 9665. The reported failure is a known issue and has been addressed by CAPA 2013-11 and co 9665. Based on findings, in case of massive exposure to liquid, fluid ingress may cause damages to electric/electronic components with consequent error message. As per CAPA 2013-11 and co 9665 some components of the clamp were replaced with new configuration more resistant to corrosion (both side covered bearing, shaft, washers and stainless steel part of the plunger). Based on investigation and testing results, the root cause of the reported event was traced back to a jammed motor due to fluid penetration into the clamp.

Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for investigation. The reported issue could be confirmed upon testing. Error messages "arterial clamp is closed, no initialization possible" and "arterial clamp is defective" were displayed on system panel. A further test was performed by connecting the erc clamp to the scp and an error code associated to motor jammed was displayed. During testing the erc could not be opened and remained stuck in close position. The reported issue was confirmed and reproduced and the unit was sent to technical department for repair. Complaints database review revealed that no further issue has been submitted for this unit since its manufacturing date in 2014. Based on above information and testing results, the root cause of the reported event was traced back to a jammed motor most likely due to misalignment.

Event description:
See initial report.